Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse confirmed the leak from the blood sampling valve (bsv). He found the leak had been caused by a defective bsv. He replaced the bsv and its actuator, which resolved the leak. The instrument ran without leaks and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a bloody fluid leak of approximately 4 ml from under a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer was performing normal routine operation when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event.